Manufacturer narrative:
**Update** 3/18/13 (B)(4); plaintiff's preliminary disclosure form was received as well as the medical records. Medical records indicate that patient was revised to address femoral stem loosening. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported stem loosening. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search and/or a review of device history records were not possible as the necessary product/lot code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further information is available at this time.